Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, the patient underwent a primary right knee arthroplasty to address osteoarthritis. The patella was resurfaced and competitor products were implanted with two batches of depuy cement. There were no indicated intra-operative complications. On (B)(6) 2018, the patient underwent a right knee revision to address pain, synovitis, osteolysis, and tibial tray loosening at the cement to implant interface. There was mild polyethylene wear of the competitor tibial insert. The surgeon also noted an osteolytic lesion in distal lateral femoral condyle and under medial tibial component with loosening. The surgeon revised the competitor tibial tray, tibial insert, and femoral component. The competitor patellar component was retained. The patient was revised with competitor products and cement. There were no indicated intra-operative complications. Doi: (B)(6) 2016. Dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: 1 unrelated non conformance on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 1 additional report related to implant loosening. Total for lot number: 2 ((B)(4)).